Manufacturer narrative:
(B)(4).the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a radical cystoprostatectomy, the device jaws would not open after application to tissue and took extra effort to remove. No patient injury occurred, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report: 04/15/2016. One used lf1520 ligasure device was received for evaluation. Inspection of the returned device found that eschar had built up and was caked on the seal plate. This prevented the knife from advancing or retracting smoothly, which can also cause difficulties in opening the device. As a safety feature, the jaws cannot be opened while the knife is extended. After the tissue was removed, the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results with sealing and no sticking occurred. The cause of this issue is attributed to user error with maintenance of the device. The IFU cautions users to keep the instrument jaws clean during use, because buildup of eschar may reduce the sealing or cutting effectiveness. Measures to clean the device are also listed. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/07/2016. Date of follow-up report: 04/15/2016. Date of second follow-up report: 04/18/2016. To revise the previously submitted summary sent on 04/15/2016: the device history records for this sample could not be reviewed, because the lot number is not available. All other information provided verified as correct.